Manufacturer narrative:
The affected journey ii visionaire guide kit was not returned for evaluation. Therefore a product analysis could not be performed. However, a quality analysis was conducted by our visionaire team which revealed that after evaluation, it was determined that all parameters were found to be within visionaire standards. No root cause could be determined for anterior slope in the tibia. Our investigation including the review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, anterior slope was cut into the tibia. Re cut and used a 21 mm poly. Delay form (0 - 30) minutes reported. No revision surgery performed. Completed procedure with the same device.